Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received possible inappropriate high voltage therapy for suspected atrial fibrillation (af) with rapid ventricular response that was detected as ventricular fibrillation (vf). The implantable cardioverter defibrillator (ICD) remains in use. It was also reported that the right atrial (ra) lead exhibited undersensing at times during atrial tachycardia/atrial fibrillation (af) and the at/af event misclassified as vt/vf due to atrial undersensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing during atrial tachycardia/atrial fibrillation (af) episodes. Due to the undersensing, the at/af episodes were misclassified as ventricular fibrillation (vf) and a shock was delivered due to possible at/af with rapid ventricular response. It was further reported that the patient passed away four days later. A cause of death has been requested but not received.

Manufacturer narrative:
Corrected: b5 additional review of the event shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.